Manufacturer narrative:
(B)(4). The kit has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there were broken ampules in the kit.

Manufacturer narrative:
(B)(4). A device history record review was performed with a potentially relevant finding. A nonconformance was initiated only as a general nonconformance to temporarily allow certain finished good part numbers to be packaged with additional gauze in order to better secure medication ampules in the inner tray. The customer reported broken ampules in the kit. The customer returned one opened kit for. The returned kit was visually examined. Visual examination of the returned kit revealed the ampules were not returned with the opened kit. The reported complaint of broken ampules could not be confirmed based upon the sample received. The ampules were not returned. However, a device history record review was performed with a potentially relevant finding. Based on the information provided, the potential root cause of this issue is design related. A CAPA was initiated to further investigate this complaint issue.

Event description:
It was reported that there were broken ampules in the kit.